Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 kept activating when the toggle was released as well as turned itself on without the toggle being activated. A new device was opened to complete the procedure. There was a procedural delay. No patient harm was reported.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000364511 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.